Event description:
The customer reported that the system intermittently did not display an image and did not xray. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed the memory card to clean the contacts. The system operates as intended.